Event description:
Since implant, rptr has had numbness down both legs to knee, severe pain at night (only sleeping about an hour at a time because every time she turned over, the pain is so bad that she has to get up), when she is exposed to cold weather she has severe burning in her spine and legs, and her movement is very limited because of the "heaviness" in her back. On 11/09/94, the screws were removed. Since then, she is sleeping much better, she is not affected by the cold, have regained feeling in left leg and it is much easier to move around.